Event description:
During the therapeutic large intestine procedure, the insulation pad on the jaws of the sonicbeat surgical instrument came loose. No parts falling off inside the body. At the same time, an error occurred (error code unknown). The procedure was successfully completed by switching to the same product. No significant impact from procedure delays. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.